Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on the balloon and stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 32x3.0mm, concentric target lesion was located in the previously implanted stent in the mildly tortuous and non-calcified bifurcated left anterior descending (lad) artery. Pre-dilatation was performed with 1.5x15mm, 2.0x20mm and 2.5x20mm non-bsc balloon catheters. Subsequently, a 2.50x32mm promus element¿ drug-eluting stent was advanced but resistance was encountered and the device failed to cross the lesion. The device was removed and it was noted that the stent was crumpled off the balloon and only a small part of the stent was left intact on the balloon. The procedure was completed with a different drug-eluting stent. No patient complications were reported and the patient's status was stable.